Manufacturer narrative:
On (B)(4) 2011, additional information was received from the site: (B)(4) explained that the hospital always sends the adverse event reports to therakos, even if there is no link with therapy/drug. Pneumopathy: for this case, the internal investigation at the site of the adverse event showed that there was no link between the event and the therapy, and no link between the event and the methoxsalen. No further information provided. No reports of a device malfunction have been received to date as it relates to this event. (B)(4).

Event description:
Customer reported extended hospital stay due to pneumopathy. Extended hospital stay began (B)(6)-2011 based upon information received (B)(6)-2011.